Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the lcx. The lesion was 80% stenosed and calcified. Device was inspected prior to use with no issues noted. The lesion was pre-dilated with a sprinter legend balloon. 50% stenosis remained after pre-dilatation. No resistance was encountered when advancing the device. The device could not cross the lesion. The device was removed and procedure was not completed. There was no patient injury completed. The device was returned to the manufacturing facility and it was noted that the stent was damaged. Device evaluation: the distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 9th and 10th distal segments were deformed and raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
(B)(4): evaluation - results - inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (80% stenosis and calcified). Deformation problem (stent). Conclusion results - inherent risk of procedure ¿ (stent deformation). Device failure/lack of effectiveness related to patient condition (80% stenosis and calcified). (B)(4).